Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was unable to boot up. Upon troubleshooting, the fse found that the host starts, and the green led was on, but the hard drive does not boot. No activities occur on the hard drive. To resolve the issue, the fse replaced the host pc with a hard drive. The fse received a new license file and implemented it to the system. The defective host pc was returned to philips for failure analysis, and the cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.